Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited loss of capture and had failed to sense any measurements. The physician elected to remove and replaced the rv to complete the procedure. The patient was in stable condition throughout.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the right ventricular (rv) lead had failed to sense any measurements. The physician elected to remove and replaced the rv to complete the procedure. The patient was in stable condition throughout.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. Final analysis found that as received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.